Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope received a b30 scope communication error and a e315 scope error. The event occurred during set up. There had been no reports of patient harm.